Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the coin cell battery and the peripheral component interconnect (pci) bus cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.